Manufacturer narrative:
The insulin pump powered up properly after battery installation. No full segmented display or blank display, no display anomaly noted. The insulin pump passed self test. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump screen went blank, after a battery replacement. The device would not turn on, despite trying several batteries. Customer confirmed having a back-up plan. The customer's blood glucose was 130 mg/dl. Customer agreed to return the device for analysis.